Event description:
It was reported that the procedure was to treat a distal circumflex artery. The 2.0x30mm mini trek balloon dilatation catheter was inflated and once deflated a perforation was noted. The balloon was inflated in an attempt to seal the perforation; however, was unsuccessfully. Small coils were used to stop the vessel from bleeding. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, instruction for use as known patient effects. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, additional treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.